Manufacturer narrative:
Film evaluation results are: the reported type iii separation endoleak was not confirmed from the films provided. The overlap length between the contralateral stub of the endurant bifurcate and the endurant contralateral limb was 3+ cm; the overlap length between the endurant contra limb and aneurx cuff was ~ 2 cm. No obvious contrast was seen surrounding the overlap regions. The exact cause of the aneurx cuff pulling out from the right common iliac artery leading distal type I endoleak which resulted in the aneurysm expansion, and the kink observed in the endurant contralateral limb just distal to the contralateral gate could not be conclusively determined from the post-implant cta's provided. From the post-implant cta's, the endurant contralateral limb just distal to the gate was kinked, ~ 140 deg laterally. The pre-implant anatomy information, films during implant, and earlier post-implant films were not provided for review and comparison. The anatomy information at implant was unknown; it was unclear if there was vessel morphology changes since implant that could have potentially led to aneurx cuff pulling out from the rcia and kink in the endurant contralateral limb just distal to the contralateral gate. The right common iliac artery diameter is currently measured ~ 23-17 mm over a 3 cm length. The original implant location of the aneurx cuff was unknown; it was unclear if the aneurx cuff had migrated.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that approximately five years and four months post index procedure, there was a kink at the distal gate of the aneurx bifurcate right contralateral limb. The aneurx flared aortic cuff extension located on the right side did not have overlap with the right common iliac artery and was floating within the aneurysm sac. Contrast was observed in the aneurysm sac from the distal end of the aortic cuff extension. The aneurysm sac had grown to 7.7 cm x 7.2 cm in diameter. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.